Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search for complaints related to this production order (po) was performed. The search revealed several complaint folders were received for this po. Incoming inspection report for assembly tecnis simplicity handpiece and lens module were also verified, parts have been manufactured in accordance with specifications. No deviations were found. The complaint issues reported could not be verified. The failure investigation was initiated based on the high incidence of complaints reported for similar issues against the same production order. Eight out of twenty eight samples received for the same cartridge lot were evaluated and the complaints issue reported could not be confirmed. Device evaluation: product evaluation was not performed on this case because the product has not been received. Conclusion: the high incidence of complaints initially observed was not confirmed to be related to the device design or manufacturing; therefore it was not considered a systemic issue. In addition, the frequency of the reported complaints remains within the expected rate of occurrence for similar incidents established in the product risk management documents. Based on the complaint investigation results, no product deficiency or product malfunction could be identified. The incident was assessed as not requiring further actions other than the periodic monitoring process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event, unknown/not provided. Based on this, the event took place on or before february 2, 2026. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Physician: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their lens was forced into the eye, resulting in a broken haptic that required removal. During the surgical procedure, difficulties in handling the device were observed, which reasonably suggests the presence of some defect in the cartridge, a problem that could not have been detected before its use. To address the complications, additional surgical maneuvers and instruments, including a 2.2 mm blade, .12 forceps, and a curved mcpherson forceps, were utilized, and the primary incision was widened to ensure patient safety. No further information provided.